Manufacturer narrative:
The device and lead were not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the emergency room after experiencing syncopal symptoms for most of the day, until eventually passing out. Ems found the patient with a rhythm of about 40 bpm. The device had stored v-tachy episodes and it appeared there was loss of capture (loc) in the rv. They were seeing as/vp/vs pattern with some skipped beats. Lead measurements were stable, rv pacing thresholds were about 1.1v and the rv output was 2.2v. No noise was observed on the electrograms, even with full isometrics. The device appeared to be operating appropriately aside from the loc in the rv. It was later reported that a revision procedure was performed the following day and the rv lead was surgically abandoned and replaced. The interrogation the day of the procedure showed normal device function with an rv threshold of 1.0v at 0.5ms. When the patient was directed to take deep breaths, loc and asystole occurred, and was continuously reproducible with deep breaths. It was noted the device was also replaced during the procedure; however, there were no allegations against the device. No additional adverse patient effects were reported.